Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they had a hip surgery on december 6th and have been doing a lot of physical therapy and ¿stuff.¿ they confirmed that the hip surgery was unrelated to their device/therapy. The patient stated that the device has been working fine, but now they see the ¿no device found¿ message on their controller. They are wondering what is causing the issue. The patient stated that they tried doing a passive recharge mode and waited for 10 minutes and tried resetting the controller, but they were still seeing the screen. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.

Event description:
Additional information was reported that the rep reset the patient's device and it appears to be working fine. The rep has not heard back from the patient. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer confirmed that they would be seeing the manufacturer representative on 2019-feb-20. Additional information was received from the consumer via a manufacturer representative during their appointment. It was reported that the patient had their implant since october or november of 2018. The consumer was unable to connect with the implantable neurostimulator (ins) and recharger starting one week ago in february 2019. It kept going in circles. They were checking recharge quality and positioning the recharger with the highest quality number. The manufacturer representative had done 4 passive charge sessions. After disabling and re-enabling the device, they were able to see the normal charge screen and the patient was at 30% charge. The patient had hip surgery and had the device turned off for it. It was unknown if electrocautery was used during the surgery and what mode. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.